Event description:
It is reported that the patient experienced a blank screen on their insulin pump. The patient's blood glucose level is high but no exact number was given by the patient. After trouble shooting, it is discovered battery might be low. Advise patient to switch battery. Product not being returned. No further information available.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.